Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system, with glucose rising around midnight and reaching a reported maximum of 270 mg/dl, and the user later changed pump supplies with improvement thereafter. Symptoms included elevated blood glucose without associated adverse effects. Outcomes included no medical intervention, no hospitalization, no use of backup therapy, and no ketone testing. Investigation included customer service troubleshooting and user education with follow-up to assess infusion set function and post¿site-change performance. Investigation of this case revealed no observed issues with the cannula or tubing after the supply change and no recurrence following the intervention. It was concluded that the event was hyperglycemia with an unclear cause, and the device functioned as expected after the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.